Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was underweight ,deformation, crease fold and broken shell and missing piece of the shell. A microscopic analysis was performed which identified a crease sharp in the radius side also have stress marks around the opening. Based on the device analysis the final assessment is: a crease sharp in the radius side due to a fold flaw opening and a missing piece of the shell due to inconclusive.

Event description:
Healthcare professional reported a left side rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device was explanted.